Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received a calibration error alarm and bad sensor alarm. Customer's blood glucose was 406 mg/dl. During troubleshooting, it was found that customer was calibrating and treating at the same time. Customer was advised on proper calibration techniques. It was reported that sensor would be replaced.